Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11.

Event description:
Intermittent occlusion alarms were reported. The customer¿s blood glucose level was recorded as "high," but the specific value was unknown. To address the elevated level, the customer administered a correction injection. The issue of recurring occlusion events over the past few months resulted in a pump replacement.